Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. Reportedly, the patient stopped recharging her ipg for an extended period of time due to unrelated health issues. As such, the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was explanted and replaced with an updated model. Therapy was restored postoperatively.